Event description:
Patient with primary hcc underwent sirt treatment of right lobe (1.48 gbq) on (B)(6) 2019. Approximately 2 weeks after sirt treatment patient presented with diffuse rash (face, chest and back) that required treatment (grade 2). Prescribed treatment included: medrol dose pack, protonix, zantac, oxycodone and zofran.